Manufacturer narrative:
(B)(4).

Event description:
The customer reported that bed 2k109 is not communicating with the surveillance station. The monitor is getting an ip address and you can ping it from the surveillance station however it is not associating with the surveillance station to acquire a bed label. The patient is admitted at the surveillance station however the manage patient window is grayed out and the picix has rebooted. There was no patient incident.